Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. After the right ventricular lead was placed, the patient¿s hemodynamics became unstable. It was noted that the patient had a left lung pneumothorax. The lead was removed and the procedure was aborted. The patient was taken to the hospital room to be monitored. The patient was in stable condition.